Manufacturer narrative:
B4:11may2021. The field service engineer (fse) was unable to duplicate the customer reported problem. The (fse) replaced the touchscreen, and the unit successfully passed all required tests and return to service.

Manufacturer narrative:
Upon further review, the issue occurred while the unit was being used for educational purposes and not therapeutic use. The event does not present a potential risk of patient harm or injury. Therefore this complaint no longer meets reportability requirements.

Event description:
The customer reported that the touch screen operation is intermittent. Customer also reports that at times the unit has shut down. The customer contacted product support and advised customer to perform the touch screen calibration and the unit displays bad touch detected. Attempted to view the service codes, but could not view due to touch screen not working. The customer reported that the unit was not in use on patient.